Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(4) of peritonitis in patient coincident with dianeal pd2 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On an unknown date in 2011, the patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or if remedial treatment was provided, or the outcome of peritonitis. The nurse did not provide an assessment of causality.